Event description:
This lead was explanted and replaced due to oversensing and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm distal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the connector pin was missing. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. In addition, cuts in the insulation and deformations of the inner and outer conductor coils were observed. As the root cause of the observed damages, mechanical forces applied during the extraction procedure should be taken into consideration. Due to the fragmented state and a inserted explantation tool the electrical analysis was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.